Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 60-100mg/dl fasting. Verified test strips expire 12/31/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 380, 148, 313, 361 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Correction: updated device model from trueresult to truebalance to reflect model reported in the complaint.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 60-100mg/dl fasting. Verified test strips expire 12/31/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:380, 148, 313, 361 mg/dl. No adverse event reported.